Manufacturer narrative:
Manufactures investigation conclusion: the pump was not explanted after the patient¿s expiration and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Death is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020. The pump will not be returned. Due to hospital policy, no further information provided.